Event description:
As reported, the clinicians used 2 ml of saline for inflating the balloon. It was reported that the catheter was testing abnormal before use. It was indicated they were having trouble with deflation. For deflating the balloon, it was first deflated passively (with the syringe off, by removing the syringe from the gate valve) and then actively (with the syringe on, by sucking). Unfortunately, the swan was discarded by the customer. Per edwards IFU ¿the syringe provided, inflate the balloon with co2 or air to the maximum recommended volume. Do not use liquid. It was indicated in the complaint description that the customer used liquid to inflate.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental will be forthcoming with the device history review once completed.